Manufacturer narrative:
(B)(4). During the event history log review, a low uf alarm, system error 1006 alarm, and check patient line alarm were discovered. To correct the system error 1006 alarm, the power supply was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified system error occurred during use on the homechoice (hc) device. The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured in 1999. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. An event history log review was performed with no abnormalities noted. A service history review revealed no previous service events were related to the reported condition. Visual and functional inspections were performed as it is required by homechoice system servicing and releasing process described in homechoice service manual. The initial inspection could not confirm the reported condition since the reported problem is unclear. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.